Manufacturer narrative:
Testing and investigation could not confirm the customer's reported event of an overdelivery. The device passed all testing including delivery accuracy. The customer reported that the event was the result of an operator error in programming the device. The device history was downloaded at the mfg facility. A review of the most recent activity on the history showed that on event day at 0139, the pump was programmed in pca+continuous mode to deliver a drug concentration of 1 mg/ml instead of the intended 0.1 mg/ml, with a 0.5 mg loading dose, a 0.1 mg/hr continuous rate, a 0.5mg pca dose, a 10 min pt lockout, and no 4 hr limit was selected. Between 0147 and 0521, there were four 0.5 mg pt initiated pca deliveries. At 0530, there was one unmet pt demand. At 0550, the door was opened and a shift total of 2.8mg was cleared. The door was locked and the infusion was started. At 0619, there was an empty syringe alarm. Review of the device history indicates that the pump delivered as programmed.

Event description:
Report rec'd of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The customer reported, "we had the settings wrong." In 2004, the pump was programmed in the cpa+continuous mode to deliver dilaudid with a concentration of 1 mg/ml instead of the intended concentration of 0.1 mg/ml, a 0.5 mg loading dose, a 0.1 mg/hr continuous rate, a 0.5 mg pca dose, a 10 min pt lockout and no 4 hr limit was selected. At 0630, the nurse went to clear the shift total and noted that the vial was empty sooner than expected. The customer reported that the pt "was awake, alert, and easily arousable." The pt was "comfortable and his pain level had decreased." There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical svc. The pt's pain mgmt orders were changed to an unspecified narcotic to be delivered "IV prn". Though requested, no add'l info was provided.